Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement greater than 3000 ohms. The physician planned to see the patient in the clinic for further testing. Additionally, magnetic resonance imaging (MRI) was not performed because a chest x-ray showed lead abrasion presumed to be from the suture. The lead was programmed to unipolar and the plan is to leave the lead in situ. This pacemaker and rv lead remains in service and there were no adverse patient effects reported.